Event description:
Reporter stated that a neonate's blood glucose was tested on the performa system, with a result of 0.27 g/l. An additional sample obtained at the same time from the neonate, reportedly measured 0.48 g/l on a laboratory instrument. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.